Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that a pacemaker mediated tachycardia (pmt) episode was observed for this patient with this cardiac resynchronization therapy pacemaker (crt-p). Additionally, technical services (ts) noted it appears that the non-boston scientific left ventricular (lv) lead was oversensing p waves. Ts discussed bringing this patient in to view the electrogram (egm) and determine if it is crosstalk on the lv lead and to adjust sensitivity or reprogram the vector if so. This crt-p and non-boston scientific lv lead remain in service. No adverse patient effects were reported.